Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative disc disease procedure: oblique lumbar interbody fusion it was reported that intra-op, the neck of the shaver broke as it was initially rotated in the disc space. This left the shaver in the disc space but was retrieved. The product came in contact with patient. No patient symptoms or complication were reported as result of this event.